Event description:
A patient reported they were unable to obtain a blood glucose result and meter was reading inaccuaretly high. Their meter allegedly would only prompt error 2 message and give inaccurately high results. The meter also had a test strip holder or port issue. The result on their meter was "199 mg/dl", "210 mg/dl", and "245 mg/dl". The result on the lab was "170 mg/dl". The time difference between patient's meter and lab was within 10 minutes. The difference between the meter results and the lab were greater than 20 mg/dl or 20%. No treatment was administered. Meter and test strips were replaced. No further information has been reported.